Manufacturer narrative:
Concomitant medical devices: product ID: 4193-88 lead, implanted: (B)(6) 2007.

Event description:
It was reported that a remote transmission indicated loss of capture on the atrial lead. Initially, the parameters on the lead were reprogrammed and then the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.